Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3, h6 and h9 have been updated accordingly. (H3) the revision reported may have been the result of the reported pain and synovitis. An additional contributing factor to the revision may have been inclusion of the implanted polyethylene component in the packaging recall. However, this cannot be confirmed as the device was not returned for evaluation. The most probable root cause associated with the reported event of "prosthesis wear¿ is associated with undesirable or unexpected pain due to the presence of an implanted device, not caused by a post traumatic event (fall, car accident, etc.)

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately three years post tka, patient presented to clinic with pain. A magnetic resonance imaging (MRI) showed synovitis and a revision was performed. Surgeons commented that the femur and tibia were both well aligned and not mechanically loose. The patella had some ossifications that they removed. Surgeons also noted synovitis tissue and removed it. They saw some posterior wear on the insert with some damage to the posterior leading edge with suspected damage upon original insertion. A new insert was placed of same thickness (10 crc). Patient was last know to be in stable condition. The insert is not available for return. No further information available. X-rays and photos received.